Manufacturer narrative:
Power entry module.

Event description:
It was reported by service report that the bed was having intermittent power due to the ground at the power entry module was loose and worn. There was pt involvement; however, no adverse consequences are reported.